Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the tip of the device is broken off. The broken piece was not returned for investigation. Cause is not determined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023 it was reported by a sales representative via sems that an ar-8750-03 t15 hexalobe compression screw broke during an ankle arthrodesis procedure. The screw was being tightened on the handle and the tip of the screwdriver broke off inside the head of the screw. All pieces were removed and placed in a biohazard bag. An x-ray was obtained to make sure no metal pieces were left behind. The procedure was completed with no issues.